Manufacturer narrative:
The device was returned without the customer's parts and accessories; therefore, it was evaluated with a medela lab kit on 03/17/2020. Though the device met initial vacuum/cycle specifications during four (4) separate test runs, the vacuum was slightly lower than when tested at the end of the production line when it was produced in february of 2019. The customers report of low suction is plausible.

Manufacturer narrative:
The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 02/05/2020, the customer indicated that she did not receive any antibiotics; however, she did get a shot for pain. The customer requested that a medela clinician contact her to help her with her clogged ducts. In follow up with the clinician on (B)(6) 2020, the customer indicated that she was using a sonata breast pump until she received the replacement pump and her clogged ducts had been resolved. In further follow up with the clinician on (B)(6) 2020, the customer indicated that the shot was toradol and was given for anti-inflammatory relief. Medela is filing this report, which is considered a serious injury as it required medical attention.

Event description:
On 01/23/2020, the customer alleged to medela llc that her pump in style breast pump had low suction. She indicated that she had two medela breast pumps, one of which was working well; however, other was not. She indicated that she had purchased new parts and had watched the medela troubleshooting videos, which did not help to resolve the suction issue. She further alleged that she has reoccurring clogged ducts.